Manufacturer narrative:
Hamilton medical ag case number is: cer (B)(4). UDI related data quality updates only: field d4 were updated with full UDI information as requested.

Event description:
The following was reported to hamilton medical ag:oxygen supply fail alarm is coming even if supply pressure is sufficient. Monitored fio2 is not showing more that 25% even if set value is 100%. Because of this low oxygen alarm is also coming. No patient harm or consequences.

Event description:
The following was reported to hamilton medical ag: oxygen supply fail alarm is coming even if supply pressure is sufficient. Monitored fio2 is not showing more that 25% even if set value is 100%. Because of this low oxygen alarm is also coming. No patient harm or consequences

Manufacturer narrative:
Hamilton medical ag case number is: (B)(4).